Event description:
Boston scientific became aware of an event involving a spaceoar device, through the article "spaceoar persistence on MRI at 59 weeks postplacement in a patient with stage IV ckd" by dr. Conor b. Driscoll, et al. It was reported that a spaceoar hydrogel device, intended to reduce rectal radiation toxicity during external beam radiation therapy (ebrt) for prostate cancer, demonstrated prolonged persistence beyond its expected resorption period in a patient with stage IV chronic kidney disease (ckd). The device is typically resorbed within 12 to 24 weeks and excreted renally; however, in this case, magnetic resonance imaging (MRI) confirmed the presence of the hydrogel at 59 weeks post-placement. The patient, a 71-year-old male with a complex medical history including coronary artery disease, diabetes, and ckd, underwent spaceoar placement prior to ebrt conducted on (B)(6) 2022. While the initial treatment course was completed without immediate complications, the prolonged presence of the hydrogel was noted incidentally during routine imaging follow-up. On september 11, 2022, the patient presented with altered mental status and hypotension and was diagnosed with a colovesical fistula complicated by urosepsis. According to the author's assessment, the fistula was anatomically located superior to the documented position of the spaceoar device. The timing of the event and the anatomical findings suggest that the fistula was a consequence of prior pelvic radiation therapy, rather than being related to the spaceoar device. The patient was treated with foley catheter placement and broad-spectrum intravenous antibiotics, and was scheduled for colonic diversion surgery. Unfortunately, the patient passed away in the intensive care unit before the surgical procedure could be performed. No autopsy was conducted. The author does not attribute the fistula, urosepsis, or subsequent death to the spaceoar device.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/08/2024, was chosen based on the article of interest publication date. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of gel last too long. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.